Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech enduser stated the compressor still runs but not putting out any medicine.